Manufacturer narrative:
The device was not returned to zoll medical corporation. Review of the device activity logs show that analysis began analysis four seconds after the pads were recognized. A "no shock advised" prompt was given, followed by a "perform CPR" prompt for two minutes until the next analysis was performed. The ECG signal shows a consistent waveform throughout the case. The device is designed to continue the rescue protocol until the pads are removed from the patient. Therefore this claim is being closed as device meets specification. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to analyze. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.